Event description:
Additional information: it was later reported that the patient underwent a reposition of the outflow cannula. The patient was discharged with no further issues.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the relevant sections of the device history records for mlp-012545 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29nov2018. The heartmate 3 lvas instructions for use (IFU), is currently available. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, analysis of the log files that was provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The system controller event log file contains data from on (B)(6) 2019 at 19:44:29 through on (B)(6) 2019 at 12:01:06 and on (B)(6) 2019 at 9:52:11 through 12:06:36. Low flow events were captured throughout the log file from on (B)(6) 2019 at 19:44:29 through on (B)(6) 2019 at 1:36:28 and on (B)(6) 2019 at 9:52:11 through 12:06:35. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Transient pi events were also observed, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account communicated that the patient experienced continuous low flow alarms. An echocardiography revealed a dilated left ventricle with an opening aortic (ao) valve. The patient was treated with dobutamine infusions. A computed tomography angiography (CT-angio) was performed and revealed no findings. A repeated CT-angio revealed a potential obstruction in the outflow graft. On (B)(6) 2019, the patient underwent reposition of the outflow cannulae and is currently discharged. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further issues have been reported. The heartmate 3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomosis is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced continuous low flow alarms. An echocardiography revealed a dilated left ventricle with opening aortic (ao) valve. Dobutamine infusions were initiated. A computed tomography angiography (CT-angio) was performed and revealed no findings. A repeat CT-angio indicated a potential obstruction in the outflow graft. There were no signs of hemolysis. No further information was provided.